Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of judz2320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judz2320) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "nurse noticed brown substance on 3 statlocks still in their packages." This report will address the first statlock.